Manufacturer narrative:
No conclusion code available. Final analysis found that blood was leaking through the interface between the ventricular septum and the epoxy septum cavity. It was found that there was an inadequate amount of medical adhesive coverage around the septum cavity circumference interfacing with the septum such that blood leaked through the unsealed areas. Noise could not be reproduced during testing. Analysis could not confirm that the reported noise was related to the septum anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, ventricular noise was observed on the pulse generator during interrogation. On (B)(6) 2016 surgery was performed and blood was noted in the device header. Due to concerns about the seal, the decision was made to explant and replace the device. Post-implant interrogation indicated that the system was working well. The patient was in stable condition and would be monitored.